Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to low right ventricular (rv) lead impedances below 200 ohms with a non-boston scientific rv lead. When it would switch, the patient would feel stimulation. The health care professional (hcp) turned off the daily measurements. There was one out of range rv pacing impedance measurement alert. The measurement was inadvertently turned off at the time the patient was in the clinic. It was programmed back on when the patient was in the clinic, but the caller was concerned about the lead. Remote monitoring system data was reviewed and there were two events stored that appeared to have noise/artifact on the rv lead, which was oversensed. Impedances were stable at that time. The patient was 100% rv paced. A revision procedure was performed and the non-bsc rv lead was surgically abandoned. No root cause was found for the issue. No additional adverse patient effects were reported. The device remains in service.